Event description:
It was reported that the patient reported in clinic for follow up. Upon review, the right ventricular lead exhibited loss of capture and r-wave amplitude variation. The patient was brought in to the hospital for a lead revision procedure. During the procedure, a re-positioning of the lead was attempted but the helix would not extend. The lead was explanted and replaced. There were no patient consequences.

Manufacturer narrative:
The reported events of loss of capture and r-wave amp variation were not confirmed, while the reported event of helix mechanism issue was confirmed. As received, a complete lead was returned in one piece with the helix retracted clogged with blood and tissue. X-ray examination found that the inner coil inside the connector region was over torqued consistent with procedural damage. After cleaning blood and tissue from the helix and applying torque to the connector pin, the helix could be extended and retracted. The full measured helix extension length was within specification. The cause of the reported event was isolated to the helix being clogged with blood and tissue, as well as over torque of the inner coil. Electrical tests and x-ray examination did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies.